Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted in the hospital with peritonitis. Upon follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of right groin pain and thought a muscle was pulled. As a result, the patient was hospitalized. However, it was discovered the patient had peritonitis. During the hospitalization, a pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis. The nurse stated the patient was treated with unknown antibiotics in the hospital. Subsequently, during this hospital admission, the patient had unspecified cardiac issues and expired on (B)(6) 2021 due to an unspecified cardiac event. Per the nurse, the cardiac event was unrelated to pd therapy. No further information is available about the hospitalization or events leading up to death. Additionally, end stage renal disease (esrd) death form and hospital discharge summary were not available. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. Moreover, the nurse indicated fresenius products are not suspected to have caused or contributed to the patient¿s death in any way. The cause of the unspecified cardiac event is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the fmc cassette and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a fmc cassette malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and touch contamination during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed touch contamination and the patient not wearing a mask during the pd exchange, as reported by the patient¿s nurse. Moreover, during the hospitalization the patient had an unspecified cardiac event and subsequently expired. There is no allegation nor any objective evidence that a fmc cassette or any other fresenius product malfunction or product deficiency was associated with this event. The exact cause of the cardiac event cannot be determined with the information available. Patient s with esrd carry a high risk for cardiac events and mortality than the general population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted in the hospital with peritonitis. Upon follow-up, the patient¿s pd nurse stated the patient was experiencing symptoms of right groin pain and thought a muscle was pulled. As a result, the patient was hospitalized. However, it was discovered the patient had peritonitis. During the hospitalization, a pd culture was obtained which yielded growth of the bacteria staphylococcus epidermis. The nurse stated the patient was treated with unknown antibiotics in the hospital. Subsequently, during this hospital admission, the patient had unspecified cardiac issues and expired on (B)(6) 2021 due to an unspecified cardiac event. Per the nurse, the cardiac event was unrelated to pd therapy. No further information is available about the hospitalization or events leading up to death. Additionally, end stage renal disease (esrd) death form and hospital discharge summary were not available. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to touch contamination during the pd exchange. Moreover, the nurse indicated fresenius products are not suspected to have caused or contributed to the patient¿s death in any way. The cause of the unspecified cardiac event is unknown.